Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removing the sensor applicator from the sensor pod, after sensor wire deployment, the needle detached and fell out of the applicator. The sensor wire was inserted at the abdomen. No additional event or patient information is available.